Manufacturer narrative:
(B)(4).

Event description:
It was reported that during after implant follow-up, the atrial lead exhibited an increase in threshold and a sensing anomaly. The physician discovered that the lead had dislodged. The lead was repositioned and electrical measurements were normal. The patient was fine.